Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing and the device was emitting the "device service required" warning prompt. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008. The next event was on (B)(6) 2010 when the device failed a self-test due to a low battery. The user was alerted by an audible beep and a flashing red led status indicator. No fault was found with the pad or pad-pak but low battery warning was delivered because the pad-pak in the device was depleted to the point where the battery mgmt system was triggered. The depletion of batteries can be affected by a variety of conditions including inadequate storage, age of battery pack etc. There was no problem found with the returned pad or pad-pak. The low battery warning was correctly issued to warn the user that the pad-pak was coming close to expiry.